Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the x-ray system had been stuck on the starting up message for 20 minutes. Upon troubleshooting, the fse discovered the system frozen on the 'waiting for x-ray' screen. After reviewing log files, the fse determined that the system failed to program its geometry modules during boot, indicating a software fault. To resolve the issue, the fse reloaded the complete system software and restored normal operation. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.